Event description:
It was reported that during an open pancreatoduodenectomy, the device load could not be fired at the 1st stroke of the 1st firing after the closing lever was grasped. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged. One piece sled and damaged indicator disk. The device was received for analysis with the 3-stroke indicator disk damaged and with a reload present. The reload was received unfired and with the pan partially detached. Upon further inspection of the reload, the one-piece sled was found damaged. Improper loading of the reload may damage the sled. If the reload is not fully seated when the device is closed, the sled will break. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the indicator disk became broken and the pan detached, please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.